Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced 'decimal point randomly triggers'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Due to the intermittent nature of the allegation, the keypad will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a decimal point randomly triggers during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.